Event description:
It was reported that the system 9600 displayed an error code and required reinitialization to proceed with operation. There was no adverse patient involvement reported, and there was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Initially the failure could not be duplicated. When the covers were being replaced it was found that the generator card cage mounting hardware was loose allowing for an intermittent short circuit of the backplane circuit board. The mounting was made secure and the system was tested and found to be working as intended and placed back into service.